Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 300 (mg/dl) after allowing the pump battery to deplete and failing to charge it. A manual injection was delivered to address bg levels. Customer reverted to manual injections until they were able to charge the pump.